Event description:
The iab catheter ruptured when the patient was going to the holding room. Md called. Activated coagulation time (act) was drawn and heparin drip discontinued (dc'd). Iab catheter was pulled and femoral pressure device applied. Iab catheter and box are saved.